Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the calcified and tortuous mid left anterior descending (lad) coronary artery. The 15mm x 1.5mm maverick2 monorail balloon ruptured at 12 atms on the third inflation. The first two inflations were performed to 6 and 10 atms respectively. The 15mm x 1.5mm maverick2 monorail balloon was being used for predilation prior to stent placement. The procedure was successfully completed with a non-bsc balloon catheter and placement of a 3.0mm x 20mm taxus drug eluting stent. No patient injuries or complications were reported. Patient status is reported as "fine".